Event description:
The customer reported that the cord of the pencil was placed in the notch on the holster as instructed in the IFU. The surgery tech was leaning on the holster while holding a retractor when she was shocked. It burned through her gown and left a mark on her arm much like a cigarette burn. It shocked her enough that she was jolted backwards from the field, causing her to become very light-headed and see white lights. It was discovered that the cord was damaged where it had been placed in the holster.

Manufacturer narrative:
(B) (4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.